Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing noise. The lead was explanted and replaced. During the explant procedure, insulation damage was noted, friction between the lead and the ICD can was suspected. The patient condition was good after the procedure.